Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Report source, literature, anders brüggemann, hans mallmin & nils p hailer (2018) do dual-mobility cups cemented into porous tantalum shells reduce the risk of dislocation after revision surgery? Acta orthopaedica, 89:2, 156-162, doi: 10.1080/17453674.2018.1432927, https://doi.org/10.1080/17453674.2018.1432927. The reference and batch numbers were not communicated and the product was not returned. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the lot number was not communicated. According to the available data, the exact root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Please refer to report 3006946279-2018-00394.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned.

Event description:
Journal article reported that 5 patients died. They were implanted with avantage dual mobility cup dmc and the causes of deaths were not listed.